Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, pfs alleges injury, pain, walking difficulties, despair, and not feeling better after the surgery. After review of medical records for MDR reportability, clinic visits reported weakness, stiffness, pain, soreness, instability, walking difficulty, limping, discomfort, balance issues, numbness, decreased range of motion, recurrent hematoma, swelling, and fall. MRI of the left hip reported a small joint effusion. The patient died on (B)(6)2013. The exact reason for death was not provided. (B)(6)2005; dor: not revised; left hip

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation record received. Litigation alleges sharp pain, problems with balance, weakness, numbness and had episodes of coldness, unable to walk long distances and drive. It was also indicated that patient died on (B)(6) 2013. Doi: (B)(6) 2005; dor: not reported; left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
UDI: (B)(4).